Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture and anxiety - product/ procedure requested on (B)(6) 2024. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "tear in prosthesis," "mentally and physically affected by the device tear." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety product/ procedure: unable to observe since it is not related to the device. Rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification).and missing piece of shell assessed as inconclusive. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "tear in prosthesis," "mentally and physically affected by the device tear." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "tear in prosthesis," "mentally and physically affected by the device tear." The device has been explanted.